Event description:
It was reported the stimulator was found off the day of visit without reappearance of the symptoms. The 39% of use was noted. It may be stopped working the day the patient had a radiological examination of the spine. The stimulator was restarted and the event was considered resolved. The event was assessed as not serious and did not specify if it was related to the stimulator or procedure. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2014, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the health care professional of the clinical study reported that it was related to the device.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, implanted: (B)(6) 2014, product type: lead. (B)(4).